Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to customer's blood glucose level. Multiple follow up attempts from tandem technical support was made to obtain additional information, however, a response from the customer was not received.